Event description:
Ous MDR - during a scheduled follow-up, loss of capture was noted for this lead. An x-ray was performed, and a dislodgement was confirmed. Stimulation was tested, but at 6v, no capture was seen. The r wave and impedances are within normal values. No episodes of oversensing were recorded. The lead was revised on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.